Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
Implant registration cards (irc) received indicate 34. A (B)(6) male received onxane-25 (sn (B)(4)) on (B)(6) 2016 and required intervention/explant on (B)(6) 2017 and replacement with onxane-23.

Manufacturer narrative:
Multiple attempts to obtain additional clarifying information were made without success. The manufacturing records for the onxane-25, sn (B)(4), were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. A review of the available information was performed. The, onxane-25, sn (B)(4), was implanted (B)(6) 2016 in a (B)(6) male and explanted (B)(6) 2017 (B)(6) (1 year 22 days postop) with subsequent replacement via onxane-23. The explanted valve was not returned to the manufacturer and no other information was made available. The instructions for use (IFU) note the risk of explantation as a consequence of a complication, but we have no information on what complication may have prompted the procedure. Consequently, there is not enough information to know what, if any, relationship the explantation has to the valve. This event does not identify additional hazards or modify the probability and severity of existing hazards.

Event description:
Implant registration cards (irc) received indicate (B)(6) male received onxane-25 (sn (B)(4)) on (B)(6) 2016 and required intervention/explant on (B)(6) 2017 and replacement with onxane-23. No additional information was provided.